Event description:
It was reported to philips that geometry movement was partly available due to a depleted internal battery on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the battery and confirmed the system was operational after multiple restarts. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).